Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection nos"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection nos"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomy,essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019 and insertion date (B)(6) 2015. Left side: the number of expanded coils that appeared trailing into the uterine cavity was 3, and on opposite side trailing into the uterine cavity was 2. Batch no d13382 production date 2014-09-26 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, pelvic adhesions and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection nos"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomy,essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019 and insertion date (B)(6) 2015. Left side: the number of expanded coils that appeared trailing into the uterine cavity was 3, and on opposite side trailing into the uterine cavity was 2. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" was updated by " pelvic pain". Lot number, medical history, patient date of birth, patient demographic, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic adhesions ('adhesions') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, pelvic adhesions and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant) and infection ("infection nos"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomy,essure removal.) And lysis of adhesions. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic adhesions and infection outcome was unknown. The reporter considered infection, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019 and insertion date (B)(6) 2015. Left side: the number of expanded coils that appeared trailing into the uterine cavity was 3, and on opposite side trailing into the uterine cavity was 2. Batch no d13382 production date 2014-09-26 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: event adhesions was added. Lawyer was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection nos"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.